Event description:
It has been reported that during the procedure the brockenbrough needle could not be used in conjunction with this device. It was necessary to remove and replace the introducer. There is no report of pt injury. The device is being returned for co's analysis.